Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external and internal visual inspection was performed with no physical damage or discrepancies noted. The reported symptom ¿iipv (dv > 200% of fv)¿ was not confirmed. A simulated treatment was performed and completed without any failures. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient stated that they performed a manual drain at the end of treatment and drained 8000 ml, which was 285% of the patient¿s largest fill volume of 2805 ml. The technical service representative advised the patient to discontinue use of the cycler. Follow up with the patient¿s nurse was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.